Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc , serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving prialt (20 mcg/ml at 3.3 mcg/day) via an implantable pump. The pump's indication for use was noted as spinal pain. It was reported that the catheter was kinked and the catheter tip detached. The event date was unknown. No symptoms were reported. Additional information from the rep indicated that a dye study was performed and a spinal segment catheter revision occurred. The cause of the event was a kink at the pin connector. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.